Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a no blank display noted. The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had a cracked case at display window corner (upper left and upper right corners), cracked belt clip slot and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly. (B)(4).

Event description:
The customer's husband reported via phone call a blank display. Blood glucose at the time of incident was 182mg/dl. Husband stated the insulin pump would not turn on. He stated there may have been an error. The customer stated that contacts on the battery cap were not missing, damaged or corroded. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer states the insulin pump went blank when she was trying to fill the reservoir. The device will be returned for analysis.